Manufacturer narrative:
Findings: reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test dop114-830. Both sensors passed with accurate readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 129 mg/dl. Nothing further reported.